Event description:
It was reported to boston scientific corporation that a captiflex small oval snare was used during a colonoscopy/polypectomy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the metal wire disconnected from the handle. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The patient's age is unknown; however the patient was reported to be over 18 years of age. (B)(4) for the event: wire detached. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.